Manufacturer narrative:
Device is combination product. E1 age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 12 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the 1st distal stent strut rows were lifted and pulled proximally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occurred. The target lesion was located in a coronary artery. A 12 x 3.00 promus premier drug-eluting stent was used for treatment. However, during procedure, the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications reported. The patient condition is stable. It was further reported that the target lesion had 85% stenosis and was located in the moderately tortuous and mildly calcified left anterior descending artery.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damaged occurred. The target lesion was located in a coronary artery. A 12 x 3.00 promus premier drug-eluting stent was used for treatment. However, during procedure, the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications reported. The patient condition is stable.